Manufacturer narrative:
No product was returned for evaluation. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
It was reported that a beta bionics ilet user experienced a hypoglycemic episode due to giving themselves an insulin shot at 9am that was much bigger than she meant to. She was on the ilet when this happened. It was reported that the user got to as low as 40 this afternoon and was giving herself candy to treat the low. On the call with the customer care agent, her bg was at 77 confirmed by a fingerstick, and the ilet was showing 90, so the agent walked her through recalibrating the ilet. Ilet confirmed bg levels were rising. Upon follow up the next day, the user was within range and steady, but she disconnected from the ilet due to fear of going low during sleep. She was recommended to get back on ilet and agreed. She was offered further training regarding hypoglycemic events and agreed.